Event description:
It was reported the system locks up after boot-up, and will intermittently lock up during boot-up. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reseated the pins in the lemo connector. System operates as intended.